Event description:
While removing a rock from the patients left ear, the tip of the metal instrument broke off in the pt's ear. Ent md flushed child's ear out with antibiotic drops and gentle suction.